Event description:
A customer reported an event of "hydrogen peroxide odor" emitted from the sterrad 100s sterilizer after a cancelled cycle. One healthcare worker (hcw) reported reactions of dizziness, headache, loss of memory and blurred vision in one eye. The reported symptoms lasted 30 minutes. After five hours the hcw visited a physician in occupational health and was diagnosed with "poisoning from hydrogen peroxide" but did not receive any treatment/prescriptions. The hcw is also reported to suffer from hypoglycemia. The hcw was off work for two days and is now reported to be in "good health." A field service engineer (fse) was dispatched to assess the unit onsite.

Manufacturer narrative:
A field service engineer was dispatched to customer site. Odor/smell was not confirmed. No service was performed on the unit and no parts replaced. The unit meets specifications and was returned to service on (B)(4) 2013.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, service history, trending of the product malfunction code, health hazard evaluation, and system hazard and user misuse analysis. The DHR (device history record) was reviewed and indicated no anomalies that could have contributed to the customer's experienced "odor/smells" issue. The unit met specification at the time of its release. The service history for this unit for the past 6 months (01/11/2013 ¿ 07/10/2013) did not reveal a significant trend. The trend of the product malfunction code odor/smells was completed from september 2012 through august 2013 and revealed a significant trend which was addressed through CAPA. The trending for problem code eye reaction (september 2012 ¿ august 2013) revealed no significant trend. The trending for problem code human reaction (september 2012 ¿ august 2013) revealed the highest risk is considered broadly acceptable. The hhe (health hazard evaluation) was reviewed for the risk of odor and smell exposure. The probability of likelihood of injury occurring to the population at risk or exposed is ¿unlikely by possible.¿ the severity if the injury or adverse health outcome that might reasonably be expected to occur is considered ¿moderate.¿ the hhe (health hazard evaluation) was reviewed for the risk associated to eye irritation experienced as a result of residual hydrogen peroxide. The severity and occurrence for the general population were temporary or reversible (a medical condition which would likely resolve itself and where medical treatment is optional) and the product problem has been known to result in the identified harm, but only occasionally and/or under unusual circumstances. The shuma (system hazard and user misuse analysis) defines the risk as broadly acceptable for mild to moderate exposure to vapor hydrogen peroxide. No parts were returned for further evaluation. Review of the tracking and trending data did not identify a trend for this sterilizer. As a result, root cause or assignable cause analysis could not be performed. No further action is required; however, this issue will continue to be monitored.